Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2020. Additional h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot number am7523, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. In event description mention "on various occasions" could you please confirm if this issue (pull off suture needle) occurred several times in this single procedure or it occurred in another procedures? If these issues occurred in other procedures, could you please confirm if the other issues was reported in other pc? Please mention pc numbers related. Could you please confirm if the procedure was completed successfully? What was used to complete the procedure? Did the patient suffer from any consequence due to the issue? Please explain consequences presented in the patient.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2020, and suture were used. During the procedure, on various occasions, when the needle is inserted into the skin, the thread is detached from the needle. There were no adverse patient consequences reported. Additional information was requested.